Manufacturer narrative:
Failure analysis revealed that no button error alarm. However, intermittent button response noted due to moisture damage keypad trace. Minor scratched lcd window, cracked display window corners, broken belt clip slot, and cracked reservoir tube lip.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that it was likely that the buttons of the insulin pump could have been held down for longer than three minutes. Customer also stated that none of the buttons on the keypad were responding. Blood glucose level was 160 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.